Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/06/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
Customer reported that the rn reported to me that they were giving vitamin k im to a newborn and part of the medication came out between the junction of the syringe and needle. The rn stated that this is the second time it has happened to him so he made sure the junction was tight, but some medication still leaked out and was not given. It is impossible to know how much medication the newborn received. Primary healthcare provider was informed.